Event description:
It was reported that before replacing the "gas cutting sleeve", the doctor checked whether the sleeve leaked, and then replace the "gas cutting sleeve" after confirming that there is no gas leakage, and inflate it to 25cmh2o, and the tracheotomy should be protected with a laryngeal pad. After the operation, check the gas-cutting sleeve again. It was found that the air bag leaked and there was no pressure, so the customer replaced the "gas-cutting sleeve" again.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Due to the checks involved in the manufacturing process of this device and the instructions for use (IFU) it is most probable that the reported failure occurred due to contact with sharp edge which is in conflict with the IFU. No trend of confirmed complaints in relation with this issue was identified. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No actions taken at this time.